Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the return date and investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.